Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured after a stent was placed. Additional information indicates that the fracture was confirmed thru fluoroscopy. Also, the field representative did not know the date of the placement procedure. The lead fractured was in the edge of the stent where it was pinned to the vessel wall. This ra lead was surgically abandoned. No additional adverse patient effects were reported.